Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), site had an issue with patient registration. The surgeon would only use trace registration and no touch points were collected. Trace registration had to be performed three to four times before proceeding to navigate. It was reported that an inaccuracy was observed at the ed of the case. Site reported that surgeon was initially accurate but as the case proceeded the inaccuracy increased. Surgeon opted to abandon navigation at the end of the procedure due to inaccuracy. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Device evaluation: the patient archive from the system was not provided, however the system logs were reviewed for the reported issue. For the inaccuracy the logs were inconclusive. Registration 2.3mm with 663 trace and 3 touch. Navigation was used for approximately 2.5hours. It was not possible to assess the quality of the model via log inspection. The patient had 15 exams, but only 3 in the merge set. After changing the registration exam, autorefine was used.

Manufacturer narrative:
Additional information: additional review into the reported issue was conducted by medtronic. The review found that the site had multiple occurrences of imprecision that could be linked to the user technique of the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.